Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 3 years remaining to 6 months remaining in the span of 12 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 3 years remaining to 6 months remaining in the span of 12 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.